Event description:
It was reported the tip of the needle broke off in the patient's cuff during a rotator cuff repair case. An x-ray revealed it lodged in the middle of the anchor. The surgeon attempted to retrieve the needle tip with a magnet but was not successful there was no patient injury. The case was completed successfully. Follow-up information was provided that it is unknown at what point in the case the needle tip broke. The patient is currently doing fine; no follow-up is scheduled with the patient pertaining to this event. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but, per the customer, the item was discarded; the complaint's event could therefore not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. As reported, the most likely cause of this event was hitting the anchor with the needle. Other likely causes of such an event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This mat cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained, a follow up report will be submitted.